Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose (bg) was in the 600's mg/dl with an unspecified ketone level. As a result, customer went to the emergency room on (B)(6) 2026 and was subsequently hospitalized in the intensive care unit. The customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Ultimately, the pump was replaced and the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Manufacturer narrative:
B5 updated, b3 date of event updated from 3/18/2026 to 1/29/2026.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection. Reportedly on (B)(6) 2026 the customer's blood glucose (bg) was in the 600's mg/dl with an unspecified ketone level. The customer went to the emergency room and was subsequently admitted to the intensive care unit. The customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Ultimately, the pump was replaced and the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.